Event description:
Per report, "customer called in stating that his 2 blood pressure monitors are giving low readings. Calibration is off and customer is on medication and needs to take his blood pressure on a daily basis 3 times a day."

Manufacturer narrative:
Per report, "customer called in stating that his 2 blood pressure monitors are giving low readings. Calibration is off and customer is on medication and needs to take his blood pressure on a daily basis 3 times a day." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.